Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a planned device changeout for normal battery depletion, the header of this implantable cardioverter defibrillator (ICD) came apart. The device was successfully explanted as intended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a partially separated header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.